Manufacturer narrative:
The returned device was evaluated and the plastic housing was received partially indented. Many internal components were found to be damaged. The ratchet gear and reservoir were found to be crushed. The needle mechanism was damaged, and the slide insert broke. A hole was found in the unexposed portion. The data was unable to be downloaded due to damage found on the pcb. The components under the pcb were also found to be damaged such as the batteries. It could not be determined if an alarm was generated before the damage occured. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels rose from 140 mg/dl to 321 mg/dl while wearing the pod for less than one hour. Patient also reported experiencing an occlusion alarm with this pod. Additional method of treatment was not provided.